Manufacturer narrative:
On november 25, 2021 additional information received indicated that the date of implantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient underwent bilateral replacement with mentor silicone smooth round high profile xtra b:535cc. Operative findings: left hypertrophic capsule. Implants appeared normal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:, ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a 450cc on the left side, and 460cc on the right side mentor memorygel breast implant experienced left sided grade IV capsular contracture, and right-sided ptosis post procedure. The issue was discovered in the doctor¿s office. As a result patient scheduled for left side total capsulectomy, and implant exchange with bilateral secondary mastopexy on (B)(6) 2021. This report relates to the right prosthesis.